Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a low blood glucose level which was below 40 mg/dl. Customer used the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was active at the time of event. The insulin pump will not be returned for analysis.